Manufacturer narrative:
H2-3) a manufacturer representative (rep) went to the site to test the navigation system. The camera was replaced and the system performed as intended. Codes: b01, c08, d02 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821, serial/lot #, ubd, UDI#. H6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Multiple fdd/annex a codes were reported. A05 was coded for the amber led being lit on the camera. A1102 was coded for the localizer not connected error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that 'localizer not connected' appeared when the system came to the registration screen. During troubleshooting, it was discovered that the amber led was lit on the camera. The surgeon opted to abort the use of navigation due to these issues.